Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone for 20 to 30 minutes and now had a white display. Customer stated that this was due to him falling on the device. Blood glucose level at the time of the incident was 230 mg/dl. The issues were not resolved through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Device was received with minor scratched lcd window, scratched case and pillowing keypad overlay.